Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low out of range pace impedance measurements and high pacing thresholds. Low, but not out of range, impedances were reported to date back to the patient's previous pacemaker. Boston scientific technical services (ts) reviewed episodes stored to the device and also discovered a number of episodes of myopotential and mechanical noise and oversensing resulting in ventricular pauses of approximately 2 seconds. It was noted that rv sensitivity was programmed relatively low and in combination with a unipolar pacing vector could explain the pacing inhibition and pauses observed. Rv pace output was increased. Ts suggested further steps for troubleshooting the patient's pacemaker system. No adverse patient effects were reported. This system remains in service.